Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip noted.

Event description:
The customer reported via phone call that insulin pump had damage and low blood glucose. The blood glucose at the time of the incident was 56 and current 134 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The device will be returned for analysis.